Event description:
It was reported that the patient's ipg was replaced for an unknown reason at an unknown date. No further information is available at this time.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. An ipg replacement due to reason unknown was reported to abbott. Efforts to obtain additional event details have been unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.